Manufacturer narrative:
3003721894-2018-00022 is associated with argus case (B)(4), corega ultra. Corega ultra is marketed as super poligrip powder in the us.

Event description:
Pneumonia [pneumonia]. Difficulty to eating/difficulty to eating [eating disorder]. Parkinson [parkinsonism]. Heart problems [heart disorder]. Lung problems [lung disorder]. Bedridden [bedridden]. Depression [depression]. Health problems (unspecified) [ill-defined disorder]. Does not have gingiva [gingival recession]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pneumonia in a female patient who received denture adhesive powder-double salt (corega ultra) oral powder for denture wearer. Concomitant products included pantoprazole, zolvidem (zylinox), frusemide (furosemide), carvedilol, venlafaxine hydrochloride (venlafaxine) and divesan (unspecified). On an unknown date, the patient started corega ultra. On an unknown date, an unknown time after starting corega ultra, the patient experienced pneumonia (serious criteria gsk medically significant), eating disorder, parkinsonism, heart disorder, lung disorder, bedridden, depression, ill-defined disorder and gingival recession. On an unknown date, the outcome of the pneumonia, eating disorder, parkinsonism, heart disorder, lung disorder, bedridden, depression, ill-defined disorder and gingival recession were not reported. It was unknown if the reporter considered the pneumonia, eating disorder, parkinsonism, heart disorder, lung disorder, bedridden, depression, ill-defined disorder and gingival recession to be related to corega ultra. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: the action taken with corega ultra was no change. The consumer (patient's daughter) reported that her mother uses corega for 8 to 10 years to fix the prosthesis. The patient does not have gingiva in the lower part of the mouth, she uses only in the upper side. The reporter informed that all events occurred after use of the product: pneumonia, parkinson, heart problems, lug problems, bedridden (do not walk), difficulty to eating, depression, does not have gingiva and health problems (unspecified) due the patient's age. The batch number and expired date were not informed. She uses concomitant medicaments.